Event description:
It was reported that the pt had experienced itching. The pt's pump had a low battery alarm and went into safe state mode. The pt was on oral baclofen (lioresal). The pump was replaced.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication ((B) (4) 2009).